Manufacturer narrative:
Concomitant medical products: w1tr01, crt-p, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead thresholds were variable and there was potential intermittent loss of capture from the lv lead. The lead is still in use. No patient complications have been reported as a result of this event.